Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a travel coarse error. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
H3 and h6. Codes: updated. Device analysis: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed travel course error. Functional testing was performed, and the reported issue was confirmed. There was a non-OEM battery installed, and the interconnect board was damaged along with the plunger board inside the plunger. Further investigation into the top parts of the pump the clutch was stripped out and the motor and the motor mount were bent and had to be replaced. The device was repaired by installing top/bottom cases, new motor/mount and clutch assembly, a new plunger case and a new internal board. The device then passed all functional testing.